Event description:
It was reported an implantable neurostimulator (ins) and lead were explanted. The device was flipped within the pocket and the lead was fractured. The patient had no symptoms, injury, or adverse event reported. The patient was re-implanted with a new ins and lead.

Manufacturer narrative:
Product ID 3889-28, lot# v624650, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed the distal end of the conductor was broken from overstress or damage. Final analysis of the stimulator revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.